Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there was bleeding at the access site. A jp drain to the chest was placed and emptied multiple times. Another suture was placed at the drain site. Bleeding then subsided around at the access site. Systemic anticoagulation was started later that night. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of vascular damage was most likely use issue since hemostasis was achieved by adding additional suture.